Event description:
Customer reported to beckman coulter, inc (bec) that fluid (diluent and blood) leaked from the probe of the coulter lh 500 hematology analyzer. Customer reported that the leaked fluid was on the table. Customer reported that the volume of the leak was 7 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported to bec field service engineer (fse) that before the fse¿s arrival to the site, they had cleaned debris that was on probe and resolved the issue.

Manufacturer narrative:
(B)(4).